Event description:
Information received by medtronic indicated that the insulin pump had an unexpected power loss alarm. Customer stated that they had a power error alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for an alleged pump error and unexpected battery power loss and were found on (B)(6) 2022. The device passed the displacement test, active current test and self test. Device failed to pass the sleep current measurement due to high current. Successfully downloaded history files and traces using thump. The power management tool confirmed pump error was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5 volt for 4 consecutive hours due to connector resistance electrical board 1. After disconnecting and reconnecting the internal lithium backup battery connector on electrical board 1, the device was monitored and functioned properly. Pump error (B)(6) 2022 07:00-11:00 pm), replace battery now (B)(6) 2022 02:00 pm-06:00 pm) were found in the history files and this is unexpected due to pump error. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1 and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked case, battery tube threads cracked, pillowing keypad overlay, connector resistance issues. Pump error & unexpected battery power loss & charge/battery lasts less than expected found was confirmed due to a connector resistance issue with the connector on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.